Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The field service engineer (fse) realigned the cup pickup positions at all positions and then ran diagnostic tests, all giving acceptable results. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The probable cause of the event was misaligned pickup positions.

Event description:
On (B)(6) 2015 a customer reported pickup failure l1 for their aia-60011 unit. The customer receives the error each time the analyzer is ran. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for progesterone and estradiol. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.